Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 428 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. It was unknown if the auto mode feature was active at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose level. The insulin pump was not replaced or returned for analysis.